Manufacturer narrative:
Analysis of the ins (serial/lot # (B)(4)) found that the stim ins battery reduced capacity due to overdischarge. Product analysis #(B)(4): the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 7. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2014. The device was recharged for 17 minutes and the battery voltage remained at 3.680v. The battery discharged to the lock mode on (B)(6) 2014. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The manufacturer representative reported on (B)(4) 2016 that a ¿destructive analysis¿ issue occurred and the implantable neurostimulator (ins) was explanted. Event cause, diagnostic testing/troubleshooting, and interventions/actions to resolve the issue were all noted as ¿destructive analysis.¿ it was also reported that the issue was resolved as of (B)(6) 2016, and the patient¿s status was alive with no injury. In addition, it was reported that surgical intervention was not performed or planned. There were no reported patient symptoms. Additional information was received from the manufacturer representative on 31-may-2016 regarding clarification of the ¿destructive analysis¿ issue; the manufacturer representative was not aware of a device issue and the manufacturer representative was told to send it in. There was no further information provided regarding the onset date of the ¿destructive analysis issue,¿ any associated patient symptoms, diagnostic testing/troubleshooting performed, or event cause. The patient¿s indications for use included complex reg pain syndrome type ii and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.